Event description:
While performing an arterial blood gas, therapist stuck the radial artery and the blood did not enter the barrel of the syringe. It spilled out the side of the needle hub. Manipulations of syringe and hub when the malfunction occurred apparently resulted in a small hematoma at the site. Therapist has years of experience and feels this was a product failure- not technique.